Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient is experiencing pain, lack of mobility after surgery using shapematch cutting guide involving right knee.

Event description:
It was reported that patient is experiencing pain, lack of mobility after surgery using shapematch cutting guide involving right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon right knee. Additional information has been requested and if received will be provided in a supplemental report.